Event description:
Patient reported that they had experienced a severe hypoglycemic event during the previous two weeks. No further information was provided. Multiple attempts to collect additional information were unsuccessful.

Manufacturer narrative:
Bigfoot conducted a system review for the two-week time period leading up to the date of report. During this time, the bigfoot unity system alerted to both low and very low glucose per specification. No device malfunction occurred. If bigfoot learns of any new information pertinent to this case, a follow-up report will be submitted. All information available to bigfoot has been submitted. Please note that this MDR is being submitted to correct an error in the fei for MDR 30155255000-2023-0028 which was received by FDA on 06-01-2023.